Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for occlusion of inferior vena cava (ivc) and retrieval difficulties. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter allegedly experienced difficult to remove and filter occlusion. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weighs (B)(6)pounds.